Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage under the liquid crystal display screen, on the electronic assembly or motor was noted. The unit had a cracked case at the display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after the insulin pump appeared to have been exposed to moisture. The customer observed condensation on the insulin pump's liquid crystal display screen. She stated that she had had the insulin pump in the bathroom leading up to the alarm. She had received a low battery alarm and went to change the battery when she received the button error alarm. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.